Event description:
It was reported via repair work order that the power inlet was damaged. It was further reported that the footend lift would not raise or lower due to a faulty power board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion : parts on order.

Manufacturer narrative:
It was initially reported that the power inlet was damaged and the footend lift would not raise or lower due to a faulty power board. Follow-up submitted as further investigation determined the footend lift was stuck in the lowest position. This is not likely to harm the patient as the lowest flat position is optimal for CPR administration if required. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.

Event description:
It was reported via repair work order that the power inlet was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.